Event description:
The reporter contacted animas on (B)(6) 2012 alleging that they are noticing air bubbles in the luer connection between the cartridge and infusion set tubing. The patient pushed the cartridge plunger but the air bubbles are not moving. There is reportedly one big bubble in the tubing end of the connection and a lot of little bubbles in the tubing. The patient's blood glucose reportedly rose to 251mg/dl and the patient started to feel a little nauseous. The patient also noticed that the adhesive pad for the infusion set was lifting. There was also dried blood on the patient's skin and adhesive pad, and the infusion site bled when the set was removed. This report is being made based on the allegation that the patient experienced elevated blood glucose levels with nausea which may have been contributed to by air bubbles in the tubing.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.